Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error c-34 on integrated electrosurgical unit (iesu) or erbe. The customer was unable to use monopolar energy. Tse informed customer about the error and asked if they had a force triad generator available, which they did not. As customer was in mid-procedure it was not possible to power cycle the generator. Prior to call the customer replaced the cautery cables without issue resolving. Surgery proceeded using bipolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The customer was not able to use monopolar energy and proceeded with the procedure using bipolar energy. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.